Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 552mg/dl. The customer's most current level was 552mg/dl. The customer states they have treated their high levels with insulin pens at home. The customer did not complete troubleshoot due to having pump trainer on the line, and disconnecting with help line. The customer states they will be calling back. No further assistance was provided at this time.